Event description:
It was reported that the patient did not charge the ipg and communication with the charger was difficult. The ipg was explanted and replaced on (B)(6) 2019 due to recharge burden. Issue resolved.